Manufacturer narrative:
Customer's strips were not returned for investigation. Investigation was conducted with customer's returned meter and retention test strips lot 477938. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl results: level 1 ¿ 43, 45, 46 mg/dl level 2 ¿ 309, 312, 308 mg/dl all returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with accu-chek inform ii meter serial number (B)(4). The patient wears an insulin pump which has a sensor/wand. A reading was taken from the sensor/wand and the patient's glucose result was 184 mg/dl. A sample from the patient was then tested on the meter around the same time, resulting with a glucose value of 311 mg/dl. The reporter believed the patient's blood glucose level was more in line with the sensor/wand reading result.